Event description:
It was reported that the patient was hospitalized after receiving multiple appropriate shocks. While interrogating the device, the charge circuit was noted to be inactive and the device was at end of life. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943 implantable tachy lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Corrected: the product performance information that was returned was from a different device, so no s2d analysis data was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.